Manufacturer narrative:
The customer reported that the system illumination does not turn on. Further information indicates that both ports of the tabletop (tt) illuminator were affected. The procedure was completed using an auxiliary illuminator. The company service representative examined the system and was unable to replicate the reported event. As a preventative measure (pm), the company service representative replaced the xenon lamp. The system was then tested the system and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to the start of a procedure, the illuminator did not power on. Both ports were unusable. The case was initiated and completed using an auxiliary illuminator. There was no patient involvement. Additional information has been requested and received.